Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported the patient¿s blood glucose and insulin history is as follows: time bg (mmol/l) (mg/dl) bolus (u): 3:45 am 15.1 272 2.05; 8:47 am 15.2 274 2.2; 10:33 am 16.7 301 1.35; 1:49 pm 19.3 347 3.05. At 4:32 pm the pod was deactivated and upon inspection they noticed a site infection. He was taken to the hospital where he was diagnosed with diabetic ketoacidosis and was placed on an insulin drip.